Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo was informed about an incident related to the sara 3000 active floor lift. The incident occurred in the (B)(6) in us. During transfer, the patient slipped off the footstep, however he was caught by the sling. As the result of this situation the patient injured his shoulder and needed to be in a shoulder sling for approximately 3 weeks. The patient involved in the incident was an amputee.

Manufacturer narrative:
On 5 july 2018, arjo was informed about the event which occurred in the (B)(6) health care center in the us on (B)(6) 2018. It was reported by the customer that during the transfer using the sara 3000 active floor lift, the patient slipped off the foot support (the plate where the patient's foot must be placed during the transfer), however, no fault was reported as the patient was secured in the sling. The patient involved in the incident was an amputee male. As the result of the event, the patient injured his shoulder and requires stable fixation of the shoulder (the shoulder sling) for 3 weeks. After the event, the sara 3000 floor lift was inspected by the arjo representative. The lift was working up to the manufacturer's specifications during testing. The device had some signs of wear, such as: scratched and paint peeling on the legs. No functional issues were found with this device. The sling involved in the event was in overall good condition. The sara 3000 involved in the incident was under the arjo contract. The last service/ maintenance of the device was performed on 18 january 2018. The sara 3000 device is the active floor lift. This means that the patient shall have an active participation in the transfer process- from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling should be mentally and physically capable of at least partial standing capability and stability. In the labeling, there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. The device operating and product care instructions (kkx81010m-en rev.9) clearly states: "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." The handling instructions section informs the user step by step how the lifting procedure shall be conducted. In addition, transfer with using sara 3000 device shall always be performed under the supervision of trained personnel. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to this type of event: patient not suited for use with the device. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no failure found with the sara 3000 floor lift, nor with the sling that could have caused or contributed to the event. The complaint was decided to be reportable based on potential for risk if this situation would recur.